Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. In addition, the following non-reportable malfunctions was found during the device evaluation: third party repair. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the button switches on the front panel did not work and the power of the device did not turn on due to faulty power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had no power. The issue was found during preparation for use for a diagnostic endoscopy procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the power supply was defective; the control button on the front panel worked intermittently; the top cover and the rear panel were damaged. The investigation is ongoing and follow-up with the user facility is being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.